Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and that mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 09/07/2016. It was reported that following insertion the patient experienced vaginal discharge, vaginitis, bladder outlet obstruction, pelvic floor discomfort, urinary hesitancy, sensation of incomplete emptying and straining. No additional information was provided.

Manufacturer narrative:
(B)(4). Concurrent procedures: vaginal hysterectomy. It was reported that following insertion the patient experienced pain, erosion, urinary problems and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.